Event description:
Customer reported that the insulin pump returned a button error alarm and a motor error alarm. Customer did not recall any significant events leading up to the error alarms. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms noted. No unexpected motor error alarms noted. All buttons function properly. Insulin pump had corroded keypad traces noted during visual inspection. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and motor test. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked lcd window, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.